Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, the patient underwent removal of proximal femoral nailing system (tfna) nail, tfna fenestrated screw and unknown locking screw due to nonunion. While trying to unlock the tfna fenestrated screw the flexible hexagonal screwdriver broke into two solid pieces and was retained inside the patient. Procedure was completed successfully without any surgical delay. This report captures the intraop event during removal the screwdriver was broken and related complaint (B)(4) captures the postop event of hardware removal due to nonunion. This report is for one (1) 5mm hex flexible screwdriver this is report 1 of 1 for complaint (B)(4).